Manufacturer narrative:
(B)(4). The device was rec'd. Investigation is not complete.

Event description:
Device #2 issue: needle-to-cuff miss. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician using the perclose proglide device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, when the needle plunger was removed, a needle was not captured by a cuff. A second proglide device was attempted with the same results. It was not specified how hemostasis was achieved. There were no reported pt adverse effects. Though requested, no add'l info was provided.